Event description:
End user alleged she received the commode from the (B)(6) several years ago. Last year the seat cracked on one side and then the other side cracked she states it pinched her skin no medical attention sought she taped up the sides to prevent further pinching.